Event description:
The reporter stated that he did meter to lab comparison tests, side by side. The result on his meter was 300 mg/dl, and the lab test result was 196 mg/dl. Both tests were from a venous draw and were done within 10 minutes. He did not have any symptoms. A control test could not be done due to unavailability of solution. On follow-up, the lifescan rep reviewed qc procedures and discussed meter/lab testing with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8